Event description:
It was reported that the patient was experiencing pain at the device pocket area. The patient experienced the pain when device pocket/area was touched or any pressure applied (per patient: even light pressure of bra strap overlying the device). Additionally, pain radiated down the patient's left arm when any action was performed where the patient must completely straighten their arm at the elbow joint. The physician elected to revise the pocket and place the device in a more inferior and medial left pectoral position. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). Device remains implanted in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.